Manufacturer narrative:
Device not available for evaluation.

Event description:
On (B)(6) 2016, the facility reported that for infusion set vl sp 92 ((B)(4), lot# 32192225) there was leakage from green connector. No sample or a picture for investigation was received. The manufacturer used a retain sample for the investigation activities. The manufacturer performed a free flow and tightness test along with a tensile test on one retain sample and no non-conformities were found. The investigation of the production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.